Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged and some evidence of buckling was observed in the sheath. The distal end of the dilator was observed to be curved, and the dilator was observed to be screwed onto the t-handle of the sheath at a slight angle. A microscopic observation revealed the distal tip of the introducer sheath was damaged and plastically deformed in multiple locations around its circumference. Two edges of the tip of the introducer sheath were observed to be flared outward and folded slightly inward at their corners. While the root cause of the damage observed on the returned microintroducer is unknown, possible causes include damage during handling or use. A lot history review (lhr) of reex3370 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that staff has been experiencing issues with their introducers. Additional information received 02/03/2021: issues were experienced advancing the introducer. It was getting hung and bending. An alternative introducer was used. No other information was provided. 04/20/2021: the distal tip of the returned sample was observed to be damaged with evidence of buckling